Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the weak battery alarm, off no power alarm, or no delivery alarm due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen was going blank and would come back with battery change and go blank again. Customer also reported that insulin pump was not delivering insulin properly. Customer reported that insulin pump did not get wet or bumped. Customer's blood glucose was 511 mg/dl, which were treated with insulin pump and manual injections. Customer declined troubleshooting and battery cap replacement and requested for insulin pump to be replaced.